Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2021). Device pending return.

Event description:
It was reported that prior to the port implant procedure, the device internal packaging was allegedly non-sterile. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: per the complaint history review, this is the only complaint reported for this lot number. A device history record review is required. However, the device history record was requested to view manufacturing records. Manufacturing records were reviewed and there were not found evidence that the failure mode reported in this complaint was caused by the mfg. Process. Investigation summary: the device was not returned for evaluation. Therefore, the reported breach in sterile barrier cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2021), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to the implant placement procedure, the device internal packaging was allegedly non-sterile. There was no patient contact.